Event description:
On an unk date, a (B)(6) year old, male, had an external fixation for a pilon fracture in his right leg. A few weeks later, pt had a 3.5 mm lcp medial distal tibia plate, 5 cortex screws and 5 locking screws implanted. Post-operatively, wound site became infected. On (B)(6) 2011, pt underwent revision surgery and all hardware was explanted, wound site was washed out and closed, this is the third of eleven reports of this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.